Event description:
It was reported that one day post implant, interrogation showed that the left ventricular capture threshold had increased to 5 v at 1.0 ms. Fluoroscopy confirmed that the lead had dislodged. The lead was successful ly repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.